Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault 74 was a single occurrence and was due to a software issue. Further technical evaluation determined that the power fault was due to the user allowing the battery to deplete completely. The device was serviced and returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 74) indicating a software task error occurred and had a power fault. There was no patient injury reported as a result of this incident.